Event description:
Reporter described event as follows: rn placed a needle attached to a blood needle holder into the container lid/door. The rn then "flipped" the lip/door up to complete disposal and reportedly she somehow received a needlestick.